Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) ipg implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported there was high impedance and fracture on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.